Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), an unknown time post-implant of a 29 mm sapien 3 ultra resilia valve in the native mitral position, the 26 mm sapien 3 ultra resilia valve was noted to have pvl which required intervention. During the procedure, the first valve was wasted due to lost wire position, requiring the system to be removed as a unit. A valve in valve procedure was completed successfully.

Manufacturer narrative:
A supplemental MDR is being submitted to correct this report as it is a duplicate of medwatch report number 2014691-2025-10439. The event investigation, device evaluation and applicable reporting activities will be reported under the referenced medwatch.